Event description:
Patient admitted following red heart alarm at home and pump "revving." Pump off on admission to ed. Patient not a surgical candidate. Driveline disconnected per patient request and made hospice care.